Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported aviva blood glucose results of 6.0 mmol/l, 8.2 mmol/l, and 11.2 mmol/l, each result 1 minute apart. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.